Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed instrument verification testing to include lumwash son/inc. No hardware issues were noted and all test results conformed to the manufacturer's performance specifications. The fse review quality control (qc) and noted no issues and also stated system check performed at midnight the previous evening was within specifications. The fse provided the customer bd sample handing information for centrifugation discussion. The fse and lab manager discussed the centrifuge rcf (relative centrifugal force). Patient samples were collected in lithium heparin tubes and centrifuged at 4,000 rpm (rotations per minute) between approximately 6-7 minutes in a swing bucket centrifuge. Quality control (qc) was within specifications prior to and on the day of the event. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
The customer reported an erroneous creatine kinase-mb (ck-mb) and elevated troponin I (accutni) results, for one patient, involving access 2 immunoassay system. Subsequent testing produced results above the normal reference range for ck-mb and within the reference range for troponin I. The erroneous results did not fit the patient's clinical condition. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.